Event description:
It was reported that via merlin.net transmission non-sustained lead noise due to post paced t wave oversensing was observed. The oversensing was noted on a stored egm. The patient was also oversensing myopotentials. Patient was asymptomatic. The device was reprogrammed. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.